Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to dislodgement during normal implantable cardioverter defibrillator (ICD) replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage and stretching. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD)  2008 (B)(6). (B)(4).